Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. Service report and device's log files were not provided. According to the information received from our field service engineer (fse), the pressure transducer printed circuit board was found faulty and required replacement. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref. #: (B)(4).